Event description:
It was reported that a patient had a thyroid surgery using this emg endotracheal tube. Patient was admitted to ICU after surgery - still had this emg tube in place. On day 6 in ICU the patient bit the tube, crushing it, making the wires go intra-lumen which causes an obstruction prohibiting suctioning of the tube/airway. The emg tube was removed; the patient was re-intubated with another type of et tube.

Manufacturer narrative:
Product analysis was conducted by quality engineer for this device. An emg tube was returned with no original packaging labeling. Print on the tube identified it as an 8 mm diameter tube. A comparison to product drawings confirmed the identity of the tube as being item number (B)(4) emg tube. Electrode wires were noted to have been cut off. The tube was bloody, and needed to be wiped with an alcohol wipe before proceeding and photographing. Resistance of the wire harness was not tested, as the electrical performance of the tube during the procedure was not being questioned. The tube was damaged at the 22 cm mark. The damage was consistent with patient bite marks. In the damaged area, the internal spiral reinforcing wires were damaged and uncoiled. No wires were observed to be poking out of the tube. The cuff was inflated with 20 ml air using a syringe, and the cuff leak test was performed. No leak was observed. The most likely cause of damage to this tube was from the patient biting down onto it. (B)(4).

Manufacturer narrative:
It was not included in the supplemental regulatory report that since the product was identified as a 8 mm emg tube, the initially reported lot# and serial # are not correct and could were found to be invalid for a 8 mm emt tube.

Manufacturer narrative:
(B)(4): the endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords nerve integrity through the electrode's contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube.